Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a moderately tortuous and mildly calcified de novo lesion in the mid left anterior descending artery. The doc extension could not be connected to an unspecified guide wire; therefore the doc extension was not used. Additionally, it was reported that the doc extension was expired in november 2017; however, it was unable to be used. The procedure was successfully completed with a non-abbott guide wire. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported loose or intermittent connection was able to be confirmed. Per the use error failure mode and effects analysis (fmea) for coronary and peripheral use guide wire risk assessment report, potentially adverse events of using the device post expiration date include infection. However, in this case there was no patient adverse events reported as the device was unable to be used. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that use of the doc extension with the non-abbott 0.014 inch guide wire was not compatible as the non-abbott guide wire did not have a coined end. There is no indication of a product quality issue with respect to manufacture, design or labeling.